Manufacturer narrative:
To date, information suggests that this ICD remains actively in service. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, reached an unexpected charge time measurement of 18.9 seconds upon manual capacitor reformation. Preceding this, the monitoring voltage measurement had been 2.67 volts and the charge time measurement 18.2 seconds. There were no reported adverse patient effects associated with this clinical observation.